Event description:
It was reported that a no disposable pump won't run alarm occurred. The pump battery was changed; however, this did not resolve the problem. The patient removed the remaining infusion in the cassette and put the medication in a new cassette using a back up pump. No additional information was available. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI number, initial reporter sent report to FDA and 510k are unknown. No information has been provided to date.